Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, h6 and h11. Correction: b5, d5, e1, g2, h2, h6. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the coating on the insertion section's corrugated tube is peeling (1mm² or larger) is likely due to degradation and wear problem. However, the root cause could not be determined. The tip cover is burnt/insulation failure is observed at the tip due to scorching of the tip cover.is likely due by using a high-frequency instrument without maintaining sufficient distance from the tip. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchovideoscope had insulation failure at the tip due to scorching of the tip cover, the tip cover was abraded and scorched and the coating on the insertion section's corrugated tube was peeling (1mm² or larger). There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, the customer allegation was not confirmed. However, the investigation had additional findings - the coating on the insertion section's corrugated tube is peeling (1mm² or larger). And the tip cover was burnt and abraded. The coating on the insertion section's corrugated tube is peeling (1mm² or larger) is likely due to degradation and wear problem. However, the root cause could not be determined. The tip cover is burnt is likely due by using a high-frequency instrument without maintaining sufficient distance from the tip. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had difficult to pass the instrument through, making the examination impossible.the issue occurred during maintenance. There were no reports of patient harm.